Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "tingling going down my left arm, and wondering if that's normal or if it's pinching a nerve or something". They are wondering if their "leads are getting situated." The right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.